Event description:
It was reported that the insulin pump had a blank display. The battery was changed and a blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint and lifted traces on the interface board.